Event description:
Diagnostic laparoscopic procedure with unipolar electrocautery was performed on patient. At 1555 the patient was in the recovery room and complaining of pain on right shoulder, burn discovered at that time on right shoulder.